Event description:
New information received notes that the rv lead also exhibited myopotentials over-sensing.

Event description:
It was reported that the patient presented to the clinic for a follow up with dizziness. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.